Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. The root cause of the issue was not determined since failure could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella pump for mechanical circulatory support. While on support, the automated impella controller (aic) exhibited a controller error, the placement signal and left ventricle waveform disappeared from the screen. Motor current and flows still were normal. No patient harm reported.